Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. It was reported that the device will be returned to biotronik for analysis. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. As a first step of the analysis the pacemaker was interrogated using a clinical programmer. An interrogation was not properly feasible, confirming the clinical observation. Furthermore, the memory content was not as expected and the therapy functionality was not available. Therefore, the pacemaker was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies and the current consumption was normal and as expected. The battery was disconnected from the electronic module. The electronic module was attached to an external power supply and re-initialized to check the functionality of the electronic module. A thorough investigation did not show any abnormality. The therapy functionality was fully available and the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. Next, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume, that the increased impedance has led to a voltage drop and therefore to the clinical observation. In conclusion, the pacemaker was subjected to a dedicated root cause analysis and the clinical observation was confirmed. The analysis of the electronic module did not show any abnormalities. Analysis revealed an elevated battery impedance as the root cause of the clinical observation.

Event description:
The patient was implanted with a pacemaker on (B)(6) 2019 for treatment iii avb. During follow up on (B)(6) 2019, it was noted there was no pacing and no magnet frequency, and the device could not be interrogated.